Event description:
Gore received medwatch (B)(4) reporting initial surgery (robotic assisted laparoscopic vertical sleeve gastrectomy and robot assisted laparoscopic hiatal hernia repair) was uneventful with no leak of the endoscopic gore seamguard bioabsorbable staple line reinforcement detected. Approximately 3 days post implant, the patient presented for gastric bypass with abdominal pain, nausea, vomiting, and tachycardia. During the procedure, a leak in the middle portion of the previously created staple line was observed. The implanting physician reported he did not know why the staple line leaked three days post implant.

Manufacturer narrative:
The hospital reported 2 lots used during the procedure (lot #11368791 and lot #11421496). According to the hospital it is unclear which lot is involved with the event. Therefore gore is submitting a FDA form 3500a for each lot reported (see FDA form 3500a - #3003910212-2013-00025). Review of the manufacturing records verified that the lot met release requirements.